Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker dependent patient stated he felt a heaviness over the area where the cardiac resynchronization therapy defibrillator (crt-d) was located, felt lightheaded and syncopal. A remote interrogation was performed which found that the crt-d had not delivered a shock. There were no stored episodes within the device and all lead measurements were within normal limits. Was noted the device did not deliver a shock. A consult interrogation was performed which showed no stored episodes and no measurement issues with the leads. The cause of the patient's symptoms remained unknown. No additional adverse patient effects were reported.